Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited. Inspection of the returned device revealed no needle strike mark at the posterior foot to suggest that a posterior cuff miss might have been occurred due to the posterior needle striking the foot during needle deployment which would have resulted in the reported failure to retrieve the suture. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Also, the proxy plunger was successfully retracted without any observable resistance which could have contributed to the reported suture retrieval failure. The reported mild calcification in the artery could have contributed to the reported suture retrieval issue; however, this could not be confirmed. Based on the reported information, manufacturing inspection criteria, and visual and functional analysis of the returned device, the probable cause for the reported suture retrieval issue could not be determined or confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Eight unused representative samples from the same lot were returned for evaluation. All devices were functionally tested and the results met the manufacturing criteria. No manufacturing or quality deficiency was detected. In summary, based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reportedly, after retrieving the plunger there was no suture present. The physician removed the device from the patient and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.